Event description:
A vns pt had prophylactic generator replacement surgery. The generator was returned and received by the MFR. Upon completion of product analysis of the device on (B)(6) 2011, the generator performed according to specs and passed all functional testing with no anomalies. However, it was revealed that the generator serial number that was showing when interrogated by the model 250 software (using the programming wand) was (B)(4). However the generator serial number on the can was (B)(4), which was confirmed after the generator can was opened and noted that the infernal generator ID # of this unit was (B)(4). A review of the programming history database revealed the last interrogation of generator number (B)(4) was on (B)(6) 2006, with a total operating time of 8401 hours. The first interrogation of generator number (B)(6) was on (B)(6) 2007, with a total operating time of 9939 hours (approx 64 days or 1536 hours difference). The pt ID and programmed settings were the same on both units. A review of the device history record for m102 sn (B)(4) was performed which revealed no anomalies during mfg, the device passed all functional/electrical testing and passed all qc inspections prior to release. There were no unresolved ncr's and the sn was noted to be verified at (B)(4) prior to release. A request was sent to traceability to obtain the DHR for a m102 sn (B)(4) and it was verified that no m102 generator was mfg with that particular sn. Review of the increasing total operating time, and the fact that there were no setting changes indicative of a generator reset, it does not appear that this generator would have experienced a generator reset. Using m250 v7.0 and higher, which appears to be the case with the data available on these sn', there is no way to re-program the generator sn other than performing a generator reset. Follow up was performed with continuation engineering group, where it was noted that there is a version of the programming software, v4.6 (runs on a laptop), that does allow the user to program a new serial number at will. Converting the initial serial number ((B)(4)) to binary format, and comparing the later sn ((B)(4)) binary format to the initial sn, it was noted that only one bit was changed. This suggests the possibility of a bit flip at this location. Though it appears that one of the bits in the ram where the sn is coated appears to have flipped from a 0 to 1, the exact cause for the change is unk. Attempts for add'l info from the physician's office to determine what may have caused the bit flip, which in turn caused the sn to change within the generator's ram have been unsuccessful thus far.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.